Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified iliac lesion. A 6x60mm absolute pro had difficulty deploying as the thumbwheel was very hard to turn. The stent was ultimately able to be deployed at the lesion, but the thumbwheel was harder/difficult than usual to turn. There were no adverse patient effects due to the delay, therefore it was not clinically significant. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was already fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a definitive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na